Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose level was 600 mg/dl at time of incident: customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not used auto mode at the time of high blood glucose. Customer treated for high blood glucose with manual syringe 11 unit. Customer reported that they did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the insulin pump had random insulin flow blocked alert. Customer was reporting a past event. Customer reported that the alarm did not occur during fill tubing and event was resolved by changing complete set. Customer reported that they performed displacement test and it passed. The insulin pump will not be returned for analysis.